Event description:
An endurant stent graft system was inserted in a patient for the endovascular treatment of a 6.8 cm abdominal aortic aneurysm. The proximal neck was 22-23 mm in diameter and 31 mm in length. Both the common iliac artery to femoral artery had severe calcification. There is moderate aortic neck angulation, 60, degree. It was reported that intra-operatively, the long sheath could not reach the target area so a guidewire and pig tail were used. The physician exchanged the guidewire to ultra-stiff, and inserted a sheath. The physician inserted the bifurcated stent graft delivery system. When deploying the contralateral limb, the physician could not deploy completely even when a slider was used. The physician believes this was due to the severe vessel calcification. The physician disassembled the delivery system. The physician was able to deployed the stent graft completely, and the delivery catheter was removed with no problem. The other devices were implanted with no problem. The physician performed ballooning with pta. At the final angiogram, an endoleak was observed coming from the left side. The physician stated that the iliac rupture occurred when other manufacturer's pci balloon was over inflated, and was not due to the endurant stent graft or delivery systems. The physician elected to implant an (B)(4) which resolved the endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (removal difficulty, vessel trauma); patient's condition affected effectiveness of device (severely angulated aortic neck and severe vessel calcification); caused by another drug/device (other manufacturer's pci balloon). Conclusion: device failure/lack of effectiveness related to patient condition (severely angulated aortic neck and severe vessel calcification; another device caused failure (other manufacturer's pci balloon).